Manufacturer narrative:
H10: multiple good faith efforts (gfe) were attempted on (B)(6) 2023, (B)(6) 2023, and (B)(6) 2023 to obtain confirmation of the part order, part replacement, and resolution. No response or further information was received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the v60 ventilator indicating that the device powered on by itself. The device was reported to be outside of use at the time of the reported problem. No patient harm reported. The remote service engineer (rse) determined that the user interface (ui) printed circuit board assembly (pcba) would need to be replaced to resolve the issue. This investigation is ongoing.